Event description:
Facility stated that the v18pfr manual wheelchair is allegedly not level. The front caster is allegedly higher than the others and the chair pulls to the left. Replacement caster sent on warranty order #(B)(4). No injury.